Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10aug2019. The manufacturer's field service engineer (fse) performed remote troubleshooting. The fse advised the customer to swap positions of solenoids 2 & 4, 1 & 3 and replace as indicated by test outcome. Follow up attempts have been made with no response from the customer . Review of the service history indicates there have been no subsequent calls from the customer regarding this issue. If new information is received the case will be reopened and updated. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator experienced error code 110a (proximal pressure sensor autozero failed). It is unknown if there was patient involvement.